Event description:
It was reported that the patient experienced bacterial peritonitis manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The event did not require hospitalization or pd therapy suspension. The treatment for peritonitis included intraperitoneal antibiotherapy with vancomycin 1 gram every 4 days and ceftazidime 1 gram/day. A couple weeks later, the antibiotherapy was discontinued. The patient was reported to have recovered from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).